Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt expired due to a hemorrhagic stroke.

Manufacturer narrative:
No autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.